Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery life was less than expected. No additional information was provided. Attempts by the customer support to follow-up on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: there was evidence of partially discharged batteries being installed observed in the pump's black box on 06/19/2015. The slot on top of the battery cap was found to be worn. The pump's current draws were within specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.